Event description:
The stent was implanted into the distal superficial femoral artery in a non-tortuous segment. The expanded stent seemed to be foreshortened by almost 40mm when measuring from the distal marker where the stent was housed. There was no reported patient injury. This product will be returned for evaluation and testing.